Manufacturer narrative:
(B)(4). Date of initial report: 11/22/2016. One forcefx8cas was received at medtronic for evaluation. The customer reported condition was confirmed. The investigation found that the unit failed the cross coupling test. The investigation isolated the failure to the relay of the monopolar 1 switch, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The relay of the monopolar 1 switch was replaced to address the condition. A review of the manufacturing device history record was performed by the (B)(4) manufacturing facility (smf) with no entries potentially pertinent to the customer's report noted.

Event description:
The customer reported that the forcefx8cas unit was defective. The unit was returned to medtronic for service at which time the service center identified that the unit failed cross coupling testing. This issue could lead to an inadvertent activation scenario and has the potential to cause harm. No patient involvement or injury was reported. No additional information was provided by the facility.